Event description:
Per dealer the joystick will not work. The wrench will flash two times then go blank, will still drive then come on and be fine intermittently.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.